Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. The customer blood glucose value when admitted to hospital was 218 mg/dl. The customer was treated with glucose at the hospital. Customer stated that he was not using auto mode feature active at the time of event. The insulin pump will not be returned for analysis.